Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the liquid crystal display was broken, and further noted that the upper case was broken, the lower case, ring cover and lead flex cover were contaminated and the battery contacts were compressed. All found defective parts were replaced. (B)(4).

Event description:
It was reported that the external pulse generator had a cracked liquid crystal display screen. The generator was returned for service. No patient complications have been reported as a result of this event.